Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that their infusion set had a bent sensor cannula. The customer did not use auto mode. The customer's blood glucose was 400 mg/dl. Customer refused to troubleshooting for high blood glucose readings. No insulin pump is not expected to return for analysis.